Event description:
It was reported that the patient had an increase in seizures. The patient's generator was subsequently replaced and the explanted generator was discarded in the or. Good faith attempts to obtain additional information surrounding the patient's events and product have been unsuccessful to date.